Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected device went off and alarmed while ventilation was in progress. No patient health consequences were reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the affected device went off and alarmed while ventilation was in progress. No patient health consequences were reported.

Event description:
It was reported that the affected device went off and alarmed while ventilation was in progress. No patient health consequences were reported.

Manufacturer narrative:
The service report and logbook were available for the investigation of the affected evita v600 with serial number (B)(6). Analysis of the logbook confirmed an unexpected data logging interruption on (B)(6) 2021 at 13:12:29 system time and is considered the time of the reported failure. The dräger service technician on site also inspected the affected device and replaced the faulty pba m48.3 circuit board and the usd card- as a preventative measure, which resolved the fault. The usd cards and the replaced pcb were available to the manufacturer for further examination in lübeck. The hardware analysis of the replaced pba m48.3 pcb revealed a malfunction of the dc/dc converter and its power supply for the second microprocessor (up2). As a result, the second microprocessor stopped functioning completely and did not boot, leading to the failure of ventilation and the reported error message on the user interface. No deviations could be detected on the usd cards. Evita v600 is equipped with a redundant microprocessor system that monitors each other. In the event of a complete loss of function of the second microprocessor (up2), ventilation stops and the safety valve automatically opens against the ambient, thus allowing the patient to breathe spontaneously. The ventilator's auxiliary audible alarm is immediately activated to alert the user to the device failure. A permanent error message is displayed on the control panel (ecd), indicating a malfunction of the second microprocessor. The usual graphical user interface is no longer displayed in this error condition. Due to a component defect on the pba m48.3 circuit board, there was a complete loss of function of the second microprocessor and thus a failure of ventilation. According to the user report, the deviation was alerted by means of activation of the acoustic auxiliary alarm and an error message on the control panel as specified. For the evita v600/v800 and babylog vn600/vn800 device families, no further complaints have been received from the field regarding a component defect of the dc/dc converter on the pba m48.3 circuit board. It is therefore assumed that this is a single component fault. The results of this complaint investigation have not revealed any new or additional risks that have not yet been considered in the risk management file of the ventilator.